Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly scrapped the ventilator due to its age. Provided ventilator logs confirms the reported alarms. No investigation has been possible, therefore the root cause of the reported alarms has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported, that the ventilator alarmed for high respiratory rate and high expiratory minute volume. There was no patient harm. Manufacturer ref. #: (B)(4).